Event description:
Patient fell and fractured the distal end of the femur.

Manufacturer narrative:
Locking knee collapsed during ambulation. User fell and fractured the distal end of the femur. Product had been in use for 9 months. No failure occurred with the device, setup of nylon cord was found to intervene with lock function of the knee. Likelihood of failure to cause or contribute to death or serious injury if the failure were to recur is stated as remote. Further actions are not considered warranted.

Event description:
Patient fell and fractured the distal end of the femur.

Manufacturer narrative:
Circumstances are under further investigation.